Event description:
Healthcare professional reported "recall", "disharmony", "rupture", "imminent exposure", "infection", "seroma", as well as "contralateral or new cancer" which is not considered device related. Device has been explanted.

Manufacturer narrative:
The events of "imminent exposure", "infection", "seroma", and "contralateral or new cancer". Are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "recall", "disharmony", "rupture", "imminent exposure", "infection", "seroma", and "contralateral or new cancer".